Event description:
Patient (user) reported a "low-energy shock" to the outside right knee area, while treating it with the dpl nuve for pain, after knee replacement ((B)(4)) surgery on (B)(6) 2011. User described the sensation as "a sharp, quick tingle" - no creams, lotions, or peptides had been in use: skin was dry and the relative humidity was low (the dpl nuve was approved for operation to a relative humidity of 85%). In addition, the user also reported that there were no open wounds, sores, or protruding rods/pins (from knee surgery) in the treatment area. User supplied photo's of the treatment area pointing to a small red skin spot where the alleged "shock" was received. These photos were inconclusive due to scarring from the initial knee surgery. No "shock" or other sensation was received by the test engineer while the dpl nuve system was operational and submerged under water. Electrical test results were within the original (B)(4), and (B)(4) test specifications. No problem found or indicated with the users dpl nuve system.

Manufacturer narrative:
Initial use of the device caused no adverse sensations according to the user. Event may have been the result of increased blood flow circulation, and peripheral nerve stimulation after several treatment sessions with the dpl nuve system. Follow-up on (B)(6) 2011, concerning the pt's (user's) replacement dpl nuve pain system, indicated no problems to report. System works fine with no reoccurrence of the event.